Manufacturer narrative:
The investigation showed that there are gray particles on the inserter. The cannula and the closure valve where not return for investigation. The investigation could not reveal the root cause of this complaint. During the retrospective review the risk is foreign matter or foreign body reaction, hence concluded as reportable. (B)(4). All available information has been disclosed. This complaint has now been closed.

Event description:
A facility has reported that they found a gray particle on a trocar.